Manufacturer narrative:
(B)(4). The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in xience pro eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous, heavily calcified, mid, left anterior descending (lad) coronary artery. A 2.5 x 18 mm xience pro stent delivery system (sds) was advanced to the lesion and the stent implant was successfully deployed at 12 atmospheres. Following stent implantation, a distal edge dissection was observed. A new 2.5 x 12 mm xience pro stent implant was successfully used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.